Event description:
Upon pulling the pack for the case, I noticed the outer packaging was torn. The tear went through to the inner sterile packaging. The pack was not used for the procedure. No harm to the patient.